Manufacturer narrative:
(B)(4). Device received with cracked case (battery tube side). Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery compartment was cracked. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.